Manufacturer narrative:
Approximately 6 cm of the catheter was returned. The returned catheter was patent and met the requirements for leak testing. A review of the manufacturing and sterilization records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the product was removed as part of a complete shunt removal. According to the report, there was no issue alleged against the product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.